Event description:
It was reported that a patient had the implantable cardioverter defibrillator system explanted with prior arrythmias attributed to the system. No further information regarding device or lead malfunction was made. The system was explanted on (B)(6) 2024. No adverse patient consequences were reported.

Manufacturer narrative:
The lead was returned with insufficient information. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.